Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 11.5 mm icm115v4 implantable collamer lens, -14.00 diopter in the patient's right eye (od) on (B)(6) 2011. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
The lens was returned dry in case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens haptic bent. (B)(4).